Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two unknown mentor implants. Post-operatively, the patient was diagnosed with bilateral breast capsular contractures (baker grade unknown). It was also indicated that the implants had shifted and were too large. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2022. The replacement devices were: (left) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 9648676 sn: (B)(4) and (right) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 9648676 sn: (B)(4). This medwatch form is for the right breast prosthesis. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).